Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 511 mg/dl. The customer was treated with intravenous insulin and saline and was released from the ICU on (B)(6) 2023 with the reported issue resolved and no permanent damage. The customer alleged the cause for the reported issue was due to the infusion set, however there was no issue identified with the infusion set. Ultimately, the cause for the reported issue was unknown.